Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device. As a result, on (B)(6) 2022, the customer had a fall and a loss of consciouness. Hcp contact was made and an unspecifed blood glucose was made and the customer was provided carbohydrates for medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.